Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It was reported step 3 was done before step 2. It should be noted that the prostyle instructions for use (IFU), states: 1. Step 1: advance device and lift lever to open foot. Step 2: depress plunger to deploy needles. Step 3: pull back plunger to deploy suture. Based on the information received, the investigation determined that the reported issue appears to be related to user error. In this case, the account inadvertently pulled the plunger (step 3) prior to pushing the plunger (step 2). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified right common femoral artery using the pre-close technique via a 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, one proglide was successfully preplaced. However, while pre-placing the second proglide, the physician accidentally pulled the whole plunger out before pushing the needles down (step 2). The suture of one new proglide device was successfully pre-placed. The sheath was upsized to 16f, and the procedure was completed. Hemostasis was achieved with the pre-placed proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.